Manufacturer narrative:
(B)(4). The device was returned to baxter and was forwarded to the third party supplier for evaluation. A visual inspection was performed with no issues noted. A connection test and dimensional analysis were performed, all specifications were met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter would not connect with the patient connector of a minicap extend life transfer set with twist clamp. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation but has not yet been received. A trend review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.